Event description:
It was reported by service report that the hl timing link does not lock the side rail in the upright position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: siderail timing link.